Manufacturer narrative:
Other: seizure.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was hit by her daughter in (B)(6) 2016 and had a hard fall. She had a change in therapy at that time. She stated that she didn't report it to the managing physician because she was embarrassed and she didn't want the doctor to put her into the hospital. It was also mentioned that the patient had another bad fall a week before the report and it was due to a seizure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.